Manufacturer narrative:
Clinical study ide device, no expiration date, date of manufacture, or UDI available.

Event description:
Clinical study device found ruptured during revision surgery. Left side device.